Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: there was a very significant increase in blood cultures with growth of sphingomonas paucimobilis in the months (B)(6) 2020. This number of positive blood cultures for this germ is 6x greater than that recorded in the previous year and may be related to the contaminated blood culture bottle since there was no clinical association with the germ isolated and the clinic of the patients with the result of the exam.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "there was a very significant increase in blood cultures with growth of sphingomonas paucimobilis in the months august 2020. This number of positive blood cultures for this germ is 6x greater than that recorded in the previous year and may be related to the contaminated blood culture bottle since there was no clinical association with the germ isolated and the clinic of the patients with the result of the exam."

Manufacturer narrative:
H6: investigation summary: catalog 442023, batch no. Unknown. Bd was not able to perform an investigation since neither lot number nor returned goods samples were available. Batch history records are always reviewed prior product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required.